Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the actuation failure of cutter occurred and the condition of aspiration was unknown during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
One probe was returned for evaluation for the report of the actuation failure of cutter. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The sample did not fully open or close. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 30 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. Gouge marks at bend area and several sections along the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was deemed nonconforming and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had an actuation issue. The probe failed actuation due to the probe not fully opening or closing. The most likely cause for the probe not fully opening and closing is from a damaged inner cutter that impeded the movement of the cutter shaft. This interference is present as observed from the wear on the inner cutter bend area and the gouge marks and several sections along the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification for the reported issue once the interference was removed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).